Event description:
The customer reported broken handles and switches, and the bung is jammed on the arch base outlet. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and repaired the pear switch. No report on system repair status or repairs on other problems reported. This MDR is related to ge healthcare complaint.